Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported.

Manufacturer narrative:
It is unknown whether this ra lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. This investigation will be updated should further information be provided.